Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer took our test 3 times and got negative results, and then took the test again and got postive . This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer called about testing positive with a pcr test. [Customer] bought our test kit. After taking our test 3 times and getting negative, today she got a positive and wants to know why. " eua (B)(4).

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer took our test 3 times and got negative results, and then took the test again and got postive . This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer called about testing positive with a pcr test. [Customer] bought our test kit, . . After taking our test 3 times and getting negative, today she got a positive and wants to know why " (B)(4).

Manufacturer narrative:
H.6. Investigation summary this summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2024251. Customer tested positive with pcr then got our test and testing 3 times getting negative but then tested positive on her fourth attempt. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.